Manufacturer narrative:
A1-a5 patient information was not provided h11 livanova deutschland manufactures the s5 hlm, the event occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the s5 hlm bubble sensor was not working properly. The issue occurred during procedure. There is no patient injury.